Event description:
A customer reported to the national medical products administration (nmpa) that the v60 ventilator suddenly did not supply oxygen, and the patient had dyspnea symptoms. This report was received via a customer feedback survey response. On (B)(6) 2022, during clinical and therapeutic use of a v60 ventilator on an 82-year-old female patient, the device suddenly did not supply oxygen, and as a result she experienced dyspnea symptoms. The patient's peripheral capillary oxygen (spo2) level at the time of the event was not reported. The device was stopped immediately and replaced with another ventilator. The patient recovered and stabilized. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
This case is being downgraded from a serious injury to a non-serious injury due to insufficient information on the extent and severity of the dyspnea along with the absence of medical intervention rendered other than swapping the device to a different ventilator. No other clinical harm or injury was reported. Multiple good efforts have been requested but the customer indicated that no further information has been received from the hospital.